Manufacturer narrative:
The device was rec'd by depuy synthes power tools. The device was evaluated and the reported condition of heating was confirmed. During service, the device failed temp testing. If add'l info becomes available, a supplemental report will be submitted.

Event description:
Report rec'd from (B)(6) requesting service. During service it was observed that device was heating. It was reported that the device was not used in surgery and there was no pt or user injury. No add'l info is available. If any add'l info should become available, this notification will be updated accordingly.